Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the rn noted wetness on the patient's bed linens. Upon assessment, the rn found that the epidural tubing appeared to be leaking at the distal end of the epidural tubing at the hub right before the tubing gets bigger towards the end. There was no report of patient harm. Received a copy of the customer's medwatch report from the FDA which states, "over the course of two days the inpatient unit reported six events with carefusion microbore set extension epidural anti-siphon valve yellow striped tubing 1130893. Leakage was at the distal end of the tubing right before the tubing gets bigger on the male end. The patient had two epidurals-thoracic and lumbar. One was identified first and changed out and then the other was noted to also be leaking in the same spot. Review of the patients with epidurals on the floor found two other tubing leakage. Recently, another epidural tubing leaking at filter was found. No packaging o as saved with the six events. All stock from units lot# (17056659 and 17125488) pulled and replaced with new lot#. There has been a report that the other system facilities have had the same leakage problem with this tubing, so all lots of 30893-07 are in quarantine with a substitute being brought in. Per hospital, the manufacturer sent shipping labels for return and assigned numbers to the cases." An incomplete date of event of (B)(6) 2018 was provided. The customer later reported that the once the rn changed the leaking epidural tubing set, it was found that the second epidural tubing set also leaked in the same area. A new tubing set was retrieved from a different nursing department and replaced the second leaking tubing set and the infusion continued without further complications.

Event description:
The customer reported that the rn noted wetness on the patient's bed linens. Upon assessment, the rn found that the epidural tubing appeared to be leaking at the distal end of the epidural tubing at the hub right before the tubing gets bigger towards the end. There was no report of patient harm. Received a copy of the customer's medwatch report from the FDA which states, "over the course of two days the inpatient unit reported six events with carefusion microbore set extension epidural anti-siphon valve yellow striped tubing 1130893. Leakage was at the distal end of the tubing right before the tubing gets bigger on the male end. The patient had two epidurals-thoracic and lumbar. One was identified first and changed out and then the other was noted to also be leaking in the same spot. Review of the patients with epidurals on the floor found two other tubing leakage. Recently, another epidural tubing leaking at filter was found. No packaging o as saved with the six events. All stock from units lot# (17056659 and 17125488) pulled and replaced with new lot#. There has been a report that the other system facilities have had the same leakage problem with this tubing, so all lots of 30893-07 are in quarantine with a substitute being brought in. Per hospital, the manufacturer sent shipping labels for return and assigned numbers to the cases." An incomplete date of event of (B)(6) 2018 was provided. The customer later reported that the once the rn changed the leaking epidural tubing set, it was found that the second epidural tubing set also leaked in the same area. A new tubing set was retrieved from a different nursing department and replaced the second leaking tubing set and the infusion continued without further complications.

Manufacturer narrative:
Concomitant medical products: syringe; pca pump MFR unk; b.braun perfix 0.2 micron disc filter; therapy date (B)(6) 2018. The customer¿s report of a tubing leak was confirmed. No anomalies or evidence of damage were observed upon initial visual inspection. During initial functional testing of the second set involved in the event, as received with the concomitant non-bd disc filter attached, a leak was noted at the engagement of the tubing and the male luer adapter. The disc filter was removed from the set and no leaking occurred. It appeared that some degree of backpressure was needed to cause the leak to occur. Inspection under magnification revealed some solvent anomalies that seemed more evident along the area of the yellow stripe of the microbore tubing. The root cause of the tubing leak is unknown.